Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5144190. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5137959. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-4318. Batch: 23226480. UDI: (B)(4).